Event description:
Customer states: no problem was confirmed at pre-test. Intubation was performed by usage of airway scope. Customer stated one minute after intubation on pt at hospital, a doctor observed an air leakage. The customer confirmed that extubation and reintubation of a replacement tube was required. Customer reported that visual inspection of the removed tube confirmed the air leakage occurred from the cuff.

Manufacturer narrative:
(B)(4).